Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer blood glucose level was 115 mg/dl at the time of incident. Customer states they are able to rewind the pump but displacement test failed. After troubleshooting alarm not resolved. Advise to customer discontinue use of the pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected spi to motor pic communication error, interrupt source error alarms were noted. Motor was tested outside device, and it passed. Per visual inspection of the interior of the unit, the internal battery connector on the board has traces of corrosion around it. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. (B)(4).